Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had a history of back pain and bilateral leg pain. The patient was implanted with a trial manufacturer's stimulator on (B)(6) 2011 in an attempt to address his chronic pain issues. The patient received the permanent implant on (B)(6) 2011. The patient relied on the statement that the battery life for the implanted device was 9 years to make the decision. Approximately a year and half after implant, the patient's implantable neurostimulator (ins) began to malfunction and in early 2013, the left side device quit working altogether. The patient was experiencing more back pain. A physician did not see any overt changes on his x-ray and his neurologic exam was good. The physician "seriously doubted there was going to be any surgery given his longstanding history of chronic failed back that they were going to be able to do to help him." The patient was referred to another physician for a battery replacement. During this referral, it was determined that the left side quit working and a manufacturing representative tried to get it to work and it needed to come out. The manufacturing representative stated the entire device was dead. The physician wanted the device removed so the patient could have an MRI to see what was going on with his back. The stimulator did not help the patient at all. The patient was given gabapentin and the patient was doing well on it. The patient's pain was only every now and then. On (B)(6) 2015, the stimulator was removed, but the removal site later became infected after the staples were removed. For 7-10 days after the staples were removed, the wound site was excessively draining liquid and it became very painful. The patient presented to the hospital on (B)(6) 2015 due to the surgical wound infection. The physician found an abscess had formed around the wound site, which required surgical intervention. The patient was admitted into the hospital and stayed there until (B)(6) 2015. The patient was transferred to a different hospital for wound care and surgical consultation. The patient was admitted as an inpatient. On (B)(6) 2015, the physician surgically drained the patient's abscess. The patient remained in the hospital until his discharge on (B)(6) 2015. The patient claimed "disfigurement, loss of enjoyment of life, pain and suffering."

Manufacturer narrative:
Date received by MFR: date updated to 2016-03-25. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had experienced previous symptoms of bilateral leg pain, sharp shooting pa in, burning with some numbness and tingling in the leg prior to the implant. The symptoms were almost constant and at times seemed to be less when lying down, but got worse with moving and walking. The patient experienced difficulty sleeping due to the pain, back pain, muscle spasms, cramps, radicular component of pain, high blood pressure and high cholesterol. The patient had been treated with conservative modalities with some relieve, but persisted with significant pain. A back surgery was performed in 1985, which included a spinal fusion of l4-5 and l5-s1. The patient was implanted with a trial system on (B)(6) 2011. The trial worked well for the patient's low back pain and bilateral leg pain. The patient experienced 90% pain relief, took less pain medication and had the ability to move around and sleep better during this trial. The patient wanted the permanent implant. A permanent implant procedure was performed on (B)(6) 2011. An implantable neurostimulator (ins) with 2 leads were implanted. During the procedure, the patient was placed in the prone position, the back was cleaned and sterilized and sterile drapes were used. The area was pressed with lidocaine and epinephrine for local anesthetic and pre-emptive analgesia. A midline incision was made. The loss of resistance technique was used with no cerebral spinal fluid, no blood and no paresthesia occurring. The 2 leads were advanced to the mid-body of the t7. Intraoperative testing occurred and programming was performed by the manufacturing representative. The patient felt tingling pressure sensations in the area of his pain. A second incision was performed in the left buttock to place the ins. Tunneling was performed to the lead incision and both wound were irrigated with bacitracin. The cables were connected at the midline incision to the left buttock incision and then connected to the ins. The connection was verified via x-ray and the incision closing procedure occurred. The patient was transferred to the recovery area and more programming was performed. The patient had follow up appointments on (B)(6) 2011 where it was noted that patient was doing well and had good stimulation with the system. The wound was healing well with no suppuration. The patient had several appointments in 2012. During an appointment on (B)(6) 2012, it was noted that patient was having burning pain to the bilateral feet and at times they got cold. The patient's pain level was between 4-6 and they were receiving 50-60% pain relief from the spinal cord stimulator (scs). The patient was taking hydrocodone occasionally. The patient had a caudal epidural steroid injection under fluoroscopic guidance on (B)(6) 2012, where no complications were reported. The patient was reprogrammed by a manufacturing representative during a (B)(6) 2012 appointment with good results. The patient was noted to be very active and the pain was well controlled with a combination of the scs and medications. Reprogramming occurred again on (B)(6) 2015 after the patient began having pain on the left thoracic paraspinal region. This pain was constant in nature and not alleviated by the scs without radiation of pain to the legs. The patient's pain was aching, sharp, made worse by standing or activity and made better with medication and use the of the scs. X-rays were taken. It was noted that the scs was turned off as it was up too high. The patient was instructed to use the scs for controlling the lower back pain and laminectomy syndrome. During an appointment on (B)(6) 2012, the patient reported the scs system continued to work adequately and denied problems to programming or charging the system. The patient's back pain was controlled since he started taking pain medications, but continued to experience pain radiating down the bilateral legs. This was most severe in l5-s1 and was considered recurrent pain in the past 5-6 years. Another epidural steroid injection occurred on (B)(6) 2012 with no complications during the procedure, but the patient developed a headache or migraine one day after. During a follow up appointment on (B)(6) 2013, it was determined that the patient's stimulator had "quit working" about 8 months prior. The medical records indicate that "the device was running out." The patient had been using voltaren cream, intermittently using flector patches and pain medications. The patient experienced more pain back "due to the stimulator not working." A CT scan and x-ray was performed and displayed spondylosis and some early tightening, but nothing of high grade nature. The patient was referred to another surgeon to have the stimulator replaced. During an appointment on (B)(6) 2013, the patient presented with low back pain, coccydynia, and sacroiliac pain. The patient experienced radicular right leg pain, numbness in the buttocks, right lower leg and right foot, and pins and needles in the right lower leg and right foot. The patient's pain worsened with walking, back flexion and sitting. The low back pain included stiffness and paravertebral muscle spasm. The patient experienced paresthesia in the right lower extremity. The stimulator and leads were removed because ¿apparently the stimulator went bad¿ as reported in the medical records. During an appointment on (B)(6) 2015, the staples were removed from the system removal incision. The incision looked well healed and the patient was much happier that the system was removed. About a week after the removal, a complication with the wound infection occurred. The patient was admitted to the hospital on (B)(6) 2015 with cellulitis of the trunk, post-operative infection and an abscess. The patient also experienced chronic back pain, intermittent discomfort of the chest, hypertension, peripheral neuropathy, continuous drainage since removal of the staples, and a light headache. The patient experienced chills, fatigue, generalized weakness and lumbar pain while in the hospital. The patient had difficulty lying down due to the pain. They also experienced a burning sensation on the wound when it started draining. The fluid was purulent and yellow-green in color. The next day, the drainage was thick and brown. An erythema occurred at the wound site and the area was tender to touch. The wound was cleansed and covered with sterile dressing. The patient was given medications for pain, nausea or vomiting, insomnia and angina. The patient was given empirical antibiotics. A blood culture, MRI, wound culture and basic metabolic panel occurred. A significant growth of staphylococcus aureus was found in the wound culture. The blood culture found no aerobic or anaerobic growth. The MRI determined a subcutaneous fluid collection with prominent surrounding enhancement consistent with an abscess, centered behind l3. The abscess was roughly 2.5x3.8x5cm. No deep extension of fluid collection was identified. The patient was discharged on (B)(6) 2015. The patient was readmitted to the hospital on (B)(6) 2015 with symptoms of decreased appetite, not feeling well, fever sensation, and lower back pain. The patient¿s headaches had improved since the first hospitalization. The infection was cloudy, had purulent drainage, superficial dehiscence and appeared non-healing. The patient was placed on a broad spectrum antibiotic without major improvements. The infection was very superficial and located above the fascia. Light growth of staphylococcus aureus was found during the culture. An MRI found a small rim-enhancing subcutaneous fluid collection at the l3-l4 level. This may have represented the abscess or post-operative seroma to the physician. No evidence of an epidural abscess was found, but abnormal thickening and enhancement of the anterior epidural fat from superior l5 through s1-s2 disc level. The patient was taken back to the operating room, the wound was washed out and a wound vac was placed in the lumbar area. The patient was discharged on (B)(6) 2015. A follow up appointment occurred on (B)(6) 2015 and it was determined that the patient was healing by secondary intent. The incision was down to a very small, scabbed over, non-draining area. The residual wound was less than 1 cm, crusted and non-draining. It was healing nicely and was not red. The patient was occasionally taking oxycontin and hydrocodone, but not on a regular basis. The patient¿s x-rays showed no change. After the device was removed, the patient experienced symptoms of burning and pain with the lower legs and feet. The greatest pain occurred in the feet and was worse when active. The patient¿s cramping and spasms had stopped since the system was removed, but the pain and numbness remained.

Event description:
It was reported the patient's implantable neurostimulator (ins) was removed because it was defective. It was indicated that "it was analyzed twice, the first time was in 2012 by a rep". Additional information received reported that there was an issue with the ins, and both the device and the lead were explanted and discarded by the physician. Follow-up was conducted for additional information regarding the event. The event shall be updated if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient through a legal representative noted their ¿battery stopped accepting a charge¿ in approximately (B)(6) 2013 and the ¿device stopped working altogether¿ in approximately (B)(6) 2013. It was noted the ¿date of defect¿ was ¿approximately (B)(6) 2013¿ and the device was removed on (B)(6) 2015. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that the battery became very difficult to charge. The treatment of the abscess also required wound debridement surgery.